Event description:
It was reported that the patient had a return of symptoms two weeks ago, that included increased spasticity and twitching in the legs and feet. There were no falls of trauma related to the return of symptoms. It was confirmed by an x-ray in 2009 that the catheter was kinked. The cause of the kink was unknown. The physician was recommending surgery. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.